Event description:
It was reported that while the external pulse generator (epg) was connected to a patient the pacing output "stopped." It was also reported that the epg was not using the battery specified by the manufacturer. The epg was returned for service and repair. The patient had an underlying intrinsic rhythm and no patient complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found.